Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the canadian market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701043292.

Event description:
The event occurred in canada. It was reported that during transporting patient on rotaflow console from one patient bed spot to another within ICU (intensive care unit) the system had a system fault error when transitioning from battery to mains power. The console was not able to be restarted without complete shutdown and re-powerup sequence. Circuit was manually hand cranked while restarted. Patent was well supported during restart and only had low cardiac output for approximately less than 30 sec. Before hand cranking started. More information requested but still pending. No harm to any person has been reported. On 2026-05-26 the ssu provided new information as follows: the device was changed out over weekend not due to event but due to required circuit change due to thrombosis in the circuit. At time of event, it was determined for best interests of patient with device functioning normally, to leave in place and change out when best timed for patient goals of care. A medtronic custom tubing pack for ECMO was used. Patient required time off support during period of device shutdown with hand cranking of centrifugal pump until device could be restarted. The pre-existing medical conditions are cardio-respiratory failure due to infection the pre-medical conditions does not influence the event. According to bedside providers at the time, they saw "system fault" with continuous alarm sounding, all keys locked out, only rectified by powering off and back on. The pump stopped. The malfunction occurred on plugging device in to return back to ac power. At the time, the device was connected to ac power, powered off and back on, then seemed to be functional and patient was placed back on this device. Due to the information that the hand crank was used a report is required. Complaint ID: 1535812